Event description:
It was reported that the ilet user twice dislodged the center of the inset when removing the needle guard, resulting in an infusion set deployment issue. There were no reported adverse clinical effects. Outcomes included replacement supplies shipped, and user education provided. Investigation included customer interview and troubleshooting. Investigation of this case revealed an incorrectly deployed infusion set related to handling of the needle guard. It was concluded, based on previously established findings for similar reports, that the cause was use-related handling error.